Event description:
Programming history was reviewed and indicated that two system diagnostic tests were performed and indicated high lead impedance. A third system diagnostics were performed and noted ok lead impedance. A fourth system diagnostics was performed and noted high lead impedance. A final system diagnostics test was then performed and again indicated high lead impedance. The programming history did not show any generator diagnostics were performed as previously reported, however there were multiple in-session interrogations performed. These in-session interrogations do not update the impedance value seen. The generator was received; however, product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, supplemental report 2: inadvertently did not note that the information was additional information. Corrected data, supplemental report 2: conclusion code inadvertently not updated.

Event description:
Generator analysis was performed. Visual examination performed at the bench revealed pieces of silicone rubber in the hex socket of the setscrew. Examination of the setscrew showed that the top of the hex socket was damaged rounded out. The bottom of the setscrew also revealed marks on the bottom from being secured on a lead. The damage to hex socket would prevent the tightening of the setscrew on the lead pin or the test resistor. This could be an indication that the shaft of the torque wrench was not fully engaged into the hex head. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Other than the noted condition there were no adverse functional, mechanical, or visual issues identified with the returned generator. No other relevant information has been received to date.

Event description:
It was reported that during the initial implant for the patient, high lead impedance was seen on system diagnostics. Generator diagnostics were then performed, while the generator was connected to the lead, and the lead impedance was within a normal value. System diagnostics were again run and there were within normal limits. System diagnostics were again run and high lead impedance was seen. The lead pin was taken out and re-inserted into the generator. System diagnostics were then performed and high lead impedance was still observed. The generator was disconnected from the lead and generator diagnostics were performed twice, with a test resistor connected to the generator, and indicated high lead impedance. A different generator was then implanted and the impedance value was ok. The physician noted no abnormal pressure when inserting the set screw and did not have difficulty turning the set screw. There were no visual anomalies with the generator and no apparent blockages in the generator header. The physician noted that 3 clicks were heard when trying to re-inset the set screw. A review of device history records was performed and revealed that the generator passed all inspections prior to distribution. The generator has not been received by pa to date. No other relevant information has been received to date.